Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 47.0 cm was returned for analysis. Final analysis found internal insulation abrasions under the svc shock coil were noted at 17.1-17.4cm, 17.3-17.4cm, 18.3-19.9cm, 20.4-21.6cm, and 21.1-21.6cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.